Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications are ordered, the information for "ordered meds not loaded" does not appear even though the medications are not loaded in the device. A technical support specialist (tss) reviewed the case and could not find a resolution tried to look into the issue with the currently available information and was unable to discover the cause of the issue. Tss required current examples to proceed with the investigation, but the customer does not provide. So, the technical support specialist proceeded to close the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary ordered medication was not loaded and not appear. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary ordered medication was not loaded and not appear. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.